Manufacturer narrative:
One blue line ultra tracheostomy tube was returned for analysis in used condition. The sample was visually inspected; no discrepancies found. Relevant documents were reviewed and deemed adequate. An audit of the production floor was conducted by reviewing operations; training records and packaging operation. The packaging operation was audited of 32 units; no discrepancies were observed. Based on the evidence, the complaint was not confirmed as no fault was found.

Manufacturer narrative:
Report source- foreign: (B)(6). Related to MFR 3012307300-2019-03406 (two devices used on same patient).

Event description:
Information was received that after placing a smiths medical portex blue line ultra tracheostomy tube kit with inner cannulae in a patient, the valve became blocked during the patient's "coughing movement". Subsequently, it was reported the patient experienced oxygen desaturation as inflation of the device was not possible. It was also noted that the "user had to change the valve, but the issue was still present" and the incident occurred twice. No additional adverse patient effects were reported.